Event description:
Patient undergoing scheduled robotic hernia repair. Intra-op, robotic suturecut's cable snapped and no longer functioning properly. Instrumentation was removed from robot and removed from service. New instrumentation utilized and procedure completed without complication.